Event description:
It was reported that the patient presented with ventricular fibrillation (vf). Upon review, it was noted that the right ventricular lead exhibited noise oversensing which led to the diagnosis of vf. The lead function was otherwise good and normal. The patient did not receive therapy for the noise. Since there were no similar events recorded, the physician elected not to perform any intervention. The patient was not symptomatic due to the event.